Event description:
It was reported the atrial lead impedance increased from 400 ohms to 2000 ohms. Threshold had also risen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The atrial impedance measurement was in the 300 - 400 ohm range until the week ending (B) (6) 2009 when the min/max value was 448/504 ohms. This value continued to increase reaching a value of 1792/1904 ohms the last week of the record 2 mar 2010. High ventricular impedance/resist. The rv pace impedance measurement was typically in the range of 300 - 500 ohms with the exception of a max value of 1472 ohms the week ending (B) (6) 2009. Interference/noise. The lifetime ventricular sensing integrity counter is 5002 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system.